Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon fired the first or second firing with a blue reload across the bowel. He was making the anastomosis at the time and when he removed the stapler and observed the staple line the staples were malformed. The surgeon then used suture to over sew the staple line. There were no noises reported during the firing. He continued to use the device and blue reloads to complete the procedure. There was no patient consequence reported. The device is returning however the blue reload was discarded at the account. No other information is available at this time.